Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and failed battery alarm. The customer¿s blood glucose level was unknown. The customer reported that they had to press buttons harder, multiple times for pump to respond, changing batteries more frequently than they used to and insulin pump had rejected new batteries, but had ran out of insulin, shut off without warning. The insulin pump will not be returned for analysis.